Event description:
The consumer reported using the product for ten hours on her upper back and chest. When the patch was removed, the consumer described a burn in the areas worn. The consumer, who is a nurse, showed the injury to a doctor who diagnosed a second degree chemical burn. The consumer was prescribed silver sulfadiazine and pain medications.

Manufacturer narrative:
The consumer used the product off-label by wearing the patch for longer than eight hours. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacoviglance.